Manufacturer narrative:
(B)(4).

Event description:
Procedure type: right upper lobectomy. According to the reporter: the device was used to cut lobe bronchus. The dr found that parts of the tissue at the far end of the bronchus were cut open, but the staples were not well formed. The dr had to use suture line to complete the surgery. Pt current condition: relatively good. Surgery time was extended by more than 30 minutes or more.